Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The medical center did not return the impella product for benchtop analysis; only the clinical report was evaluated. Based on the clinical details, the root cause of the delivery issues is due to the patient's anatomy. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
A 60 year old female with acute myocardial infarction (ami) and cardiogenic shock (cgs) was to undergo a right heart catheterization (rhc). The decision was made to place an impella 5.5 via an axillary insertion. It was noted the vessel size was inappropriate. The team made the decision to explant the impella 5.5 and place an impella cp instead. Upon imaging with contrast, it was noted that axillary artery had been dissected during the explant of the impella 5.5 and the impella placement was aborted. The team had to perform a cutdown and surgical repair of the axillary artery. The patient received 2u packed red blood cells (prbc)s as well as fresh frozen plasma (ffp) and platelets.